Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device had a damaged machine head and a corroded motor. The motor speed was unstable. The machined head, screws, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: poland.

Event description:
It was reported that during preventive maintenance the device had a damaged machine head and a corroded motor. There was no patient involvement. During product evaluation it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.